Event description:
The customer obtained a false negative total b-hcg result on one pt sample. Upon retest, negative results were obtained. The biased result was not reported to the floor. A false positive total b-hcg result may lead to inappropriate physician action. There was no report of pt treatment or harm as a result of this event.